Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the reported event. The outcome and treatment of the peritonitis was unknown. Additional information was requested and was not available at this time. This is report 1 of 2.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot numbers, h13c09059, h13b20066 and h13c03011, with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. If additional relevant information becomes available, a supplemental report will be submitted. Same patient as (B)(4).